Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation although it is anticipated to be. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports about 20cm of an ultrasonic probe is missing. It is confirmed the missing sheath is not inside a patient. There is no reported patient impact. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the product was not returned and a root cause could not be identified. It was confirmed that there was dislodgement of the insertion sheath about 20cm from the tip. (20 cm of the outer sheath was missing). Although there is a possibility that the fracture occurred because of an external force applied to the sheath and tip of the insertion section, the factor that resulted in the fracture could not be verified. Olympus will continue to monitor field performance for this device.